Event description:
Coopervision was made aware by a pt's parents that their daughter was diagnosed with iridocyclitis/keratitis. Symptoms and date of onset was (B)(6) 2011: redness, aching, tearing and blurred vision od (right eye). Hourly steroid medications prescribed for od. No permanent impairment of last visit reported (B)(6) 2011 (two months after event). It is unk whether the pt has permanent damage to eye function or body structure as the pt refused the requested follow-up appointment. The ophthalmologist reported 20/20 vision in each eye. There was no corneal involvement in this case. No lenses were returned and no lot number were confirmed.